Manufacturer narrative:
Note: this report captures the second of two blood leak events that occurred; please also see associated MDR (MFR report #: 8030665-2024-00469). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred twice during a patient¿s hemodialysis (hd) treatment. Approximately thirty minutes into the patient¿s treatment, blood was found to be leaking externally from the heparin line where it connects to the combi set tubing. The heparin line completely separated from the tubing before the technician was able to secure it. The treatment was stopped, and the patient¿s blood was not returned. Estimated blood loss (ebl) due to this leak was 300 ml. The patient was re-setup with new supplies on a different machine to continue their treatment. Approximately thirty minutes later, another blood leak was noticed coming from the same location (on the new bloodline). This time the staff was able to secure the connection by wrapping tape around it, which prevented further leaking. Blood loss from the additional leak was estimated to be less than 20 ml. It was confirmed that the treatment was able to be continued and completed with the same supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. There were no machine alarms prior to the leaks, and there were no leaks during the priming of either circuit. The combi sets that leaked were not available to be sent back for evaluation as they were both discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred twice during a patient¿s hemodialysis (hd) treatment. Approximately thirty minutes into the patient¿s treatment, blood was found to be leaking externally from the heparin line where it connects to the combi set tubing. The heparin line completely separated from the tubing before the technician was able to secure it. The treatment was stopped, and the patient¿s blood was not returned. Estimated blood loss (ebl) due to this leak was 300 ml. The patient was re-setup with new supplies on a different machine to continue their treatment. Approximately thirty minutes later, another blood leak was noticed coming from the same location (on the new bloodline). This time the staff was able to secure the connection by wrapping tape around it, which prevented further leaking. Blood loss from the additional leak was estimated to be less than 20 ml. It was confirmed that the treatment was able to be continued and completed with the same supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. There were no machine alarms prior to the leaks, and there were no leaks during the priming of either circuit. The combi sets that leaked were not available to be sent back for evaluation as they were both discarded.